Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal discomfort. Two days after symptom onset, the patient went to the outpatient department (opd) and was diagnosed with peritonitis; however, it was not reported if the patient was hospitalized for the event. The cause and treatment for the event were not reported. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.